Manufacturer narrative:
Recall number: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is unable to communicate with his ipg using his charger and programmer. An sjm rep met with the pt and confirmed the issue. The pt has not used or charged his scs system for a year. Surgical intervention is pending to address the issue.